Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an intermittent component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a renasys go started beeping and gave a blockage/full warning. After solving the problem, the device went to continuous 100 mm hg and remained there for several minutes. Incident occurred during treatment. No patient injury or other complications were reported. No further information provided. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.